Manufacturer narrative:
Patient code (B)(4) no longer applies. Eval code-conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient had always had a hard time keeping weight on and nothing specifically caused the patient's weight loss. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 8709 , serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient's skin was eroding around the pump due to weight loss. The pump and catheter were completely explanted and would not be returned as they were discarded by the customer. They would not be replaced in the future by a product from the same manufacturer. The issue was resolved at the time of this report and the patient status was "alive - no injury." No further complications were reported.